Event description:
It was reported through the results of the clinical trial (agility (bdpi-20-010) of a non-commercially available device (bd¿ low profile vascular covered stent (lpvcs) ), that during index procedure, the subject had an adverse event of dissection within the target lesion during pre-dilatation of right superficial femoral artery using a commercially available ultraverse balloon. The severity of the adverse event was mild. The adverse event was not related to study device but causally related to study procedure. The lesion was stented and post-dilated with the ultraverse balloon. The outcome of the adverse event was resolved/recovered. The target lesion stenosis evaluation showed 10% residual stenosis after study device deployment and post dilatation of target lesion. The adverse event was resolved already.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (agility (bdpi-20-010) of a non-commercially available device (bd¿ low profile vascular covered stent (lpvcs) ), that during index procedure, the subject had an adverse event of dissection within the target lesion during pre-dilatation of right superficial femoral artery using a commercially available ultraverse balloon. The severity of the adverse event was mild. The adverse event was not related to study device but causally related to study procedure. The lesion was stented and post-dilated with the ultraverse balloon. The outcome of the adverse event was resolved/recovered. The target lesion stenosis evaluation showed 10% residual stenosis after study device deployment and post dilatation of target lesion. The adverse event was resolved already.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.